Event description:
The atrial channel appears to be dead. No egm, impedance > 999 ohms, no sensing and no pacing output. 7/01 medwatch rec'd reporting pt experience lightheadedness, sob, and fatigue. Pm unable to communicate with programmer and high atrial impendance.